Event description:
It was reported that this pacemaker device exhibited farfield oversensing as seen on the atrial tachy response (atr) events. The plant was to discuss programming options. This device currently remains in service. No adverse patient effects were reported.